Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer troubleshot the failed drawers, powered down the system, removed and re-seated the cables on drawer 2, cleaned debris from the row boards, and re-seated the cables. The fse then reassembled the unit, removed and replaced the controller card for drawer 5, re-seated all cables, reassembled the system, rebooted, and confirmed functionality through the hardware testing application. The customer verified by performing an inventory test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.